Event description:
Lead replacement surgery occurred on (B)(6) 2016. Follow-up from the company representative who attended the case revealed that high impedance was found again on pre-operative interrogation. During surgery, the physician repositioned the pin and repeated diagnostics were performed but the high impedance persisted. A generator diagnostic was performed and impedance was within normal limits. The surgeon then elected to perform a lead revision, which resolved the high impedance. The explanted lead has been received for analysis, which is underway but has not been completed to-date.

Event description:
Analysis was completed on the returned lead portions (B)(6) 2016. Portions of the lead and anchor tether were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. An abraded opening found on the outer silicone tubing, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explant process. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in product analysis, there is no evidence to suggest discontinuities in the returned portions of the device which may have contributed to the stated allegations lead break or high impedance. No additional relevant information has been received to-date.

Manufacturer narrative:
.

Event description:
It was reported that a patient had high lead impedance of almost 6,000 ohms during an office visit. The patient had a generator replacement on (B)(6) 2015, and the lead impedance on the implant card received was reported as okay. It was stated that x-rays were taken, however x-rays have not been received by the manufacturer to-date. No known surgery has occurred to-date. No additional information has been received to-date.